Manufacturer narrative:
On 7-jan-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an issue of foreign material on the tip of the catheter occurred. It was reported there was an appearance of a white sticky substance at the tip of the catheter. No anomaly during the purge. The catheter was inserted into the right atrium and then removed. This is when the substance was noticed at the end of the catheter. The ablation catheter was changed and there were no more problems. There was a 10 min delay on the procedure time. No patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection. Visual analysis of the returned product revealed a white sticky substance at the tip of the catheter. The returned product was found with a white sticky substance at the tip of the catheter. Generator testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no temperature issues were detected during the analysis. A fourier transform infrared spectroscopy test (ftir) was performed on the foreign material and the results showed that the material is presumably human tissue. The root cause of foreign material cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendation stated in the instructions for use (IFU): use both fluoroscopy and electrogram data to monitor catheter advancement and reduce risk of human tissue injury. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an issue of foreign material on the tip of the catheter occurred. It was reported there was an appearance of a white sticky substance at the tip of the catheter. No anomaly during the purge. The catheter was inserted into the right atrium and then removed. This is when the substance was noticed at the end of the catheter. The ablation catheter was changed and there were no more problems. There was a 10 min delay on the procedure time. No patient consequence. Device investigation details: according to picture(s) provided by the customer, foreign material was observed on the tip of the device, however, the exact time when the foreign material appeared on the tip remains unknown, since it was noted after the device was removed from the body. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the photos reviewed. This investigation was performed based only on the photo provided. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an issue of foreign material on the tip of the catheter occurred. It was reported there was an appearance of a white sticky substance at the tip of the catheter. No anomaly during the purge. The catheter was inserted into the right atrium and then removed. This is when the substance was noticed at the end of the catheter. The ablation catheter was changed and there were no more problems. There was a 10 min delay on the procedure time. No patient consequence. Additional information received indicated the sheath used was an agilis nxt, st jude medical, 8,5 f, medium. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter¿s pebax had no physical damage. No wires or components were exposed. The foreign material was described as white, sticky, conic, glued at the tip of the catheter.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).